Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that immediately upon use of the device, the needle of a jelco® hypodermic needle-pro® edge¿ safety device fixed needle tb syringe bent and stuck out of the safety device. No injury to patient or clinician was reported.